Manufacturer narrative:
(B)(4). The device was last serviced more than a year prior to the event. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history review record showed no abnormalities that could cause or contribute to the reported event. There was no evidence of fluid or moisture found within the device. Visual inspection of the power cord received with the device found no defects. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The patient was not hospitalized prior to death. Therapy was ongoing until the time of death but was not connected to a homechoice device at the time of death. The cause of death was cardiac arrest and an autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. No failure or malfunction or increased intra peritoneal volume (iipv) event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the sample was made and return procedures were initiated. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.